Event description:
The customer reported that, the probe on the ortho provue analyzer dripped fluid into 3 pt samples while attempting to aspirate plasma into the reverse portion of the mts a/b/d monoclonal reverse grouping cards.

Manufacturer narrative:
The customer reported that the probe on the ortho provue analyzer dripped fluid into 3 pt samples. The customer reported that no error messages were posted as a result of this incident. The ocd field engineer reported that the customer site. The fe performed repairs and returned the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Erroneous results were not reported. Contamination of pt samples were reported as a result of this incident. The user identified the probe drip and aborted testing, preventing erroneous results from being reported. However, if this incident were to recur undetected, erroneous results could be reported, which could lead to transfusion of incompatible blood.